Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise, multiple episodes of non-sustained ventricular tachycardia (ns-vt) and low rv pacing impedance values. It was noted there was t-wave oversensing (twos) with a "very small r-wave" and the oversensing was seen in the rv tip to rv ring configuration when the patient would "rise up." The sensing was reprogrammed to rv tip to rv coil and the noise was no longer observed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range and the rv lead integrity alert triggered. It was noted beginning (B)(6) 2014, there were 4678 ventricular sic and high rate-non sustained (ns) episodes with evidence of lead noise oversensing. During the weeks of (B)(6) 2014 and (B)(6) 2015, the rv pacing impedance measured a low impedance of 190 ohms, returning to trends in the 200-300 ohm range and the rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sic >= 30 in 3 days. It was also noted the r-wave amplitude has measured 1.125-2.5 mv, (B)(6) 2013 through (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).